Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter had no further info regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that the pt complained "of lack of satiety" being "hungry and not getting full." The physician "did a volume check" and the "fluid was 'sucked' back into tubing, system did not have pressure on it." The leak was noted "around the seal." The port was explanted and replaced. The reporter of the event does not have the device serial number.